Event description:
Patient has experienced 3 v-go's that have fallen off due to sweat and hot weather. Patient confirmed that she does clean the area before applying a v-go. Patient states that the v-go would be applied for about 3 hours before it would fall off.